Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event while using the ilet bionic pancreas, stating the device let glucose fall too low without correcting, and the event was treated with oral glucose/food. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication or oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient device-related information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.